Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem (connect electrode belt messages) was confirmed. As received, the monitor's end cap was separated from the case. The monitor was also found to have an unplugged internal cable. The cable running from j2007 on the auxiliary board to the computer/analog pca board was partially unplugged. The unplugged cable disrupted communication with the electrode belt and was the cause of the connect belt messages. The cause of the unplugged cable was the separation of the end cap from the monitor's case. The root cause of the case separation cannot be positively identified. No adverse event resulted from the unplugged cable. The pt received a replacement monitor.

Event description:
A (B) (6) male, pt, called in to zoll lifecor customer support to report that he was receiving "connect electrode belt" messages. The pt received a replacement monitor.